Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white fibrous foreign material clogged in the nozzle - however, the material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. To prevent further recurrence, it is recommended that the user facility review the method of device handling in accordance with the instructions for use (IFU). It was confirmed that the foreign material was white and fibrous. The IFU describes in the following to use lint-free cloths for reprocessing. The IFU does not describe to brush the air/water (a/w) cylinder and a/w channel, nor in the figure in IFU. To prevent further recurrence, it is recommended that the user facility refer to the description when handling the device. Reprocessing manual_ preparing the equipment for reprocessing_ equipment needed all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had blockage and the angulation is tight. The issue was found during reprocessing. Inspection and testing of the returned device found that blockage was present in the air / water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that blockage was present in the air / water nozzle, the blockage appeared to be a white fibrous type material that did not originate from the olympus endoscope; the cause for debris in the air / water nozzle was due to user handling. Additional findings include the following: the outlet pipe was blocked, the water flow was not to specification, the water removal was not to specification, the up / down / left / right angles were not to specification, and the up / down / left / right angle play had play evident. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.